Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The unit was tested for 24 hrs during eval with no occurrence of system error 322. Review of the history log confirms the system error 322 reported symptom. Further eval has determined that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a pump has a system error 322. It was also reported there was no associated pt injury.